Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, low impedance and lead noise were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.